Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error b30 scope communication error. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e226 is due to a b30 scope communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had the error e226. The issue was found during inspection for use of the device. There was no patient involvement.